Manufacturer narrative:
The customer¿s reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: (B)(4). Case subject: npi error code 354.6770 on 8110 unit. Account name: (B)(6) hospital services. Account #: (B)(6). Asset name: 8110 v9.15 syringe module. Asset location: (B)(6). Contact: (B)(4). Contact email: (B)(4). Contact phone: (B)(4). Contact mobile: (B)(4). Patient or user involvement: no patient or user harm: no. Case description: tech called in for help on 8110 unit serial # (B)(4). Failure device type. Failure problem type. Failure mode. Case resolution: tech get error code 354.6770 on syringe unit which has to do with the pressure at the sensing disc. Circuit test failed during post, which need to be replace first is the pressure sensing disc. And or the logic board on the unit. Tech thank me for my assist. Ref:(B)(4).